Event description:
A customer reported that their pump became hot to the touch while it was charging, although no temperature alarms were recorded. There was no adverse impact to the customer's blood glucose level. As a corrective action, tandem technical support decided to replace both the pump and the charging supplies, which were under warranty, and arranged for their return using a prepaid label. The customer was instructed to allow the pump's battery to deplete fully before returning it and to program settings and connect their cgm to the replacement pump. The customer understood and acknowledged these instructions.